Event description:
A report was received that during a lead revision surgery, the physician elected to replace the patient's ipg due to the patient experiencing occasional charging difficulty.

Manufacturer narrative:
The explanted device will not be returned to bsn for evaluation.